Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
On (B)(6) 2015 the clinic reported to abbott representative that a laser vision correction patient had surgery, that microstriae was noticed in right eye and flap was repositioned the same day. During follow up with the account, on (B)(6) 2015 it was found that the original surgery date was (B)(6) 2015 and the flap lift occurred on (B)(6) 2015 which was at the one month post treatment visit. Patient was seen on (B)(6) 2015 and uncorrected 20/30-2 and with -0.75 sphere she is 20/15. Best spectacle corrected visual acuity (bscva) is 20/16. On (B)(6) 2015 account reported that patient status post dissolvable plugs that were inserted on (B)(6) 2015 is that there is slight improvement in dryness since last visit however, vision is not as sharp at night time and this is her chief complaint. Uncorrected visual acuity from (B)(6) 2015 visit: right 20/20-2; left 20/20. Corrected distance visual acuity (cdva) right 20/15; left 20/15.